Manufacturer narrative:
Eval summary: no device or photos were received; therefore the condition of the component is unk. Surgical notes were not provided, which may have described the events surrounding the crack. X-rays were not provided; it is unk whether the component was implanted with the correct fit and orientation as per the surgical technique. X-rays may have also shown pt morphology in the calcar region, which may help explain the crack. Pt factors that may affect the performance of the component such as bone quality and relevant medical history are unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the surgeon noted a small calcar crack while inserting the stem.